Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen needed calibration. The caller was walked through the stylus calibration procedure, and the programmer was restored to service. No patient complications have been reported as a result of this event.